Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that the patient underwent mesh revision/removal on (B)(6) 2006 due to erosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and meshes were implanted on (B)(6) 2002 along with concurrent vaginal anterior/ posterior repair with repair of enterocele, exploratory laparotomy with vaginal vault suspension, anterior urethropexy, liposuction of anterior abdominal wall, bil. Hips and incisional panniculectomy due to sui, pop, symptomatic vaginal vault prolapse, lipodystrophy of the anterior abdominal wall and hips with overlaying panniculus. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/10/2016.